Event description:
It was reported that the spike of a set slipped out of an exactamix 2000 ml eva tpn bag resulting in leakage. This was observed during patient infusion with amino acids, while moving the IV pole. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: upon clarification, the baxter eva tpn bag was not involved in this event; the product was a non-baxter bag. Therefore, the baxter eva tpn bag is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.